Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the patient presented for follow up in clinic. The right ventricular lead exhibited high capture threshold. No other damage or anomalies were noted on the lead. The patient exhibited no symptoms. The lead was explanted and replaced on (B)(6) 2017. The patient left the procedure in good condition and would be followed up normally.